Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aneurysm with gore excluder aaa endoprostheses. During the procedure, a distal type I endoleak was observed but the physician decided to take a wait-and-see approach and no further treatment was performed. The patient tolerated the procedure. On unknown date in 2015, a 6-month follow-up identified there was a type unknown endoleak. No treatment was performed. On (B)(6) 2017, a follow-up computed tomography scan revealed the distal type I endoleak persisted and the aneurysm was enlarged (size unknown) due to the endoleak. It was reported that the cause of the endoleak was severe calcification and tortuosity of the left common iliac artery. A possible type ii endoleak was also observed at the same time. The patient emergently underwent the secondary intervention. The left internal iliac artery was embolized and an additional stent graft was extended from the left common iliac artery to the left external iliac artery. The lumber artery was embolized to treat the possible type ii endoleak. The patient tolerated the procedure.